Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019 the gas system was successfully calibrated. The flow set point was changed many times during the case from 1.41 l/min to 8.04 l/min. All set point changes were made from the central control monitor (ccm), not the local gas system controls. There was no indication in the log that flow was not correct. It is possible the flow meter was measuring flow incorrectly but there is no way to tell from the log. The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. The field service representative (fsr) returned to the hospital and determined that the cause of the issue was with the hospital gas supply pressure was too low. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to successfully pass calibration and the flowrate to remain steady throughout the evaluation.

Manufacturer narrative:
The field service representative (fsr) removed the epgs and returned it to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) flow rate dropped. They continued to use the device by readjusting the gas flow rate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the epgs set up and calibrated without issue for a case. The team sets up and calibrates the system per the instructions for use (IFU) with all components in line. About half way through the procedure, the team saw their partial pressure of oxygen (po2) values on the blood parameter monitor (bpm) dip down and noticed that their fraction of inspired oxygen (fio2) had adjusted to a value of 32%, without any user input to either the manual controls or the fio2 slider on the central control monitor (ccm). He did not recall any messages in the messaging area of the ccm. The team saw the change and was able to readjust their value back up to the set point of around 80%. The case proceeded without issue, and only one occurrence was noticed. The unit was not exchanged out during the procedure. They just kept a very close eye on the po2 and set values of the fio2 epgs blender. There was not a delay in the continuation of the surgical procedure due to this event. There was no blood loss or harm related to this occurrence.